Event description:
I flow received a report stating, fast flow. Medication tazocilline, no flow rate or volume given. I-flow has no independent knowledge of the event reported, but is relaying the info that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
Sample eval: received one empty, used pump for eval and investigation. The pump was refilled with normal saline solution to the nominal fill volume of 270 ml for testing. When the pinch clamp was opened, the catheter and pump infused. A flow rate accuracy test was performed and the pump infused within spec.